Event description:
It was reported on 08 may 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the dilator was advanced into the sgc. While advancing the dilator through hemostatic valve of sgc, loss of fluid column was observed. The dilator was retracted. The process was repeated again and still the issue persisted. The sgc did not make any patient contact and was replaced with another device to complete the procedure. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device had been discarded and is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.